Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of recertification. Visual inspection, functional testing, and battery testing were performed. The low battery alarm was identified during battery testing. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.